Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had perforated and was verified with echocardiogram. The patient went to operating room (or) for pericardial window. This right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.